Event description:
It was reported that the procedure was to treat two vessels, the first vessel was in the distal rca and the second vessel was in the circumflex obtuse marginal, which was angulatd and calcified. The lesion in the circumflex obtuse marginal was pre-dilated a couple of times and duing removal, the balloon froze on the guide wire and vessel access was lost. Both devices were removed as a single unit; however, a spinal dissection occurred and the vessel occluded. Although this was a planned stent procedure, in order to cover dissection, two stents were required.